Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. The bleed occurred at the last cryoprobe biopsy and a second target was aborted to address the bleeding. The patient was reported as doing okay, but was admitted to hospital. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The following information is unknown: the cause and source of the bleeding, what medical intervention was rendered to address the complication, and the procedure outcome. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.